Event description:
During the insertion of the lens into the eye, the capsule ruptured and the doctor performed a vitrectomy. Another lens was implanted and the procedure was completed with no complication to the patient.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.